Event description:
Report received of an over-delivery. The customer contact indicated that the event was the result of an error in programming the device. At 2210, line b of the pump was programmed in the concurrent mode to deliver 20% lipids at a rate of 85ml/hr instead of the intended 8.5ml/hr. It was unspecified what medication was being delivered on line a. At 2340, the pump sounded an alarm for proximal air and at this time the nurse noted the error in programming and the infusion on line b was stopped. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.